Event description:
The article, "transcatheter closure of patent ductus arteriosus in infants between 2-10 kg", was reviewed. The article presented a retrospective, single center study on transcatheter patent ductus arteriosus (pda) closure with different devices, mostly the amplatzer piccolo occluder, in infants weighing between 2-10 kg. Devices included in this study were amplatzer piccolo occluder, amplatzer duct occluder I, amplatzer duct occluder ii, and lifetech multifunctional occluder device. The article concluded that transcatheter treatment of pda with the amplatzer piccolo occluder device which was their first choice for appropriate duct anatomy and size in infants weighing between 2-10 kg, is safe and effective. [The primary and corresponding author was ahmet vedat kavurt, ankara city hospital, ankara, turkey, with corresponding email: (B)(6)] the time frame of the study was from december 2019 to august 2022. A total of 31 patients were included in this study, of which 97% received an abbott device. The average age was 10.7 months, the average gender was female, the average weight was 6.6 kg, the average smallest diameter of the ductus was 2.2mm, and the average ductus length was 6mm. Comorbidities included patent ductus arteriosus.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information literature attachment: transcatheter closure of patent ductus arteriosus in infants between 2-10 kg.

Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter closure of patent ductus arteriosus in infants between 2-10 kg were reported in a research article in a subject population with multiple co-morbidities including device embolization, obstruction/occlusion, unexpected medical intervention, improper or incorrect use or method. One of the complication reported was residual shunt this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.